Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and test strips. Most likely underlying root cause of malfunction: strip issue or user had high glucose value. Manufacturer contacted customer with follow up phone calls for knowing customer's condition;customer is asymptomatic after was admitted at the hospital on (B)(6) 2016 with 600mg/dl;customer had infected the right feet, toes were removed but does not which are since had full bandage on it;customer treated with antibiotic;customer left the hospital on (B)(6) 2016 with blood glucose level within range 150mg/dl-160mg/dl. Customer expressed satisfaction with the new device replacement glucose level reading.

Event description:
Customer's daughter called in for assistance running blood test. Customer's meter read hi during the call instruction. Customer states is experiencing excess thirst, blurry vision and weakness. Reviewed meter memory: (B)(6). Memory concerns:hi. Daughter will take father to the hospital to seek medical attention. Customer states that feels like he is getting a cold and has had symptoms of high blood sugar. Daughter does not know if the results are fasting or non-fasting and states the results in the meters memory have the incorrect date and time.